Manufacturer narrative:
(B)(4). No related complaint received with return of device. Failure event was observed during analysis. Analysis found insulation abrasions was noted breaching the outer insulation and exposing the outer coil at 31.4 cm to 31.7 cm and 40.2 cm to 41.0 cm from the proximal cut end of the outer insulation. Abrasions are consistent with constant friction against another implantable device or feature of the heart. (B)(4).

Event description:
This report is to advise of an event observed during analysis.